Manufacturer narrative:
Model number/catalog number 72404127. Serial number n/a. Batch/lot number 644537006. Model/catalog description control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72400024. Serial number n/a. Batch/lot number 648375005. Model/catalog description balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported urinary incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the aus. No additional patient complications were reported.